Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead. (B)(6) 2007; a 419688 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant procedure, upon connecting the device to the existing right ventricular (rv) lead and prior to defibrillation threshold (dft) inductions, an audible alert was triggered due to an rv high voltage impedance measurement of zero ohms. It was noted that implantable cardioverter defibrillator (ICD) detections were turned on moments prior to a two joule synced shock using the external defibrillators per the physician's standard protocol. It was suspected that the abnormal reading, which only occurred one time, was most likely due to the device running an impedance measurement while the two joule synced shock occurred. All impedance measurements were re-tested which yielded normal results. The device remains in use. No patient complications have been reported as a result of this event.